Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp throbbing pain in the left side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with cannabidiol (cbd oil) and surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Essure explant date and reporter added. Surgery added to event- abdominal pain. Case upgraded from non serious to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.